Event description:
The patient returned 15 1/2 months after percutaneous coronary intervention (pci) with chest pain. An angiogram showed 95% stenosis of the previously implanted cypher stent but no thrombus was present. This patient was initially admitted with chest pain. Percutaneous coronary intervention (pci) was performed on an ostial 98% de novo lesion in the right coronary artery (rca) of 11mm in length in a 3.0mm vessel diameter. The eccentric was not calcified or tortuous. The lesion was pre-dilated with a 2.5x10mm balloon at 10 atmospheres (atm) before deploying the 3.0x13mm cypher stent at 20 atm. Post-dilation was not done. Intravascular ultrasound (ivus) not done. Residual diameter stenosis measured 0%. To treat the restenosis, ivus was done then the patient was treated with a 3.5 x 15mm cutting balloon at 10 atm. Then they re-ivused. Angiomax was also used during the procedure. The residual diameter stenosis was 0% and the patient was doing fine post-procedure. This product is not available for testing and evaluation. Additional information received will be submitted within 30 days upon receipt.